Manufacturer narrative:
(B)(4)

Event description:
It was reported the patient that presented to the clinic after receiving inappropriate shock therapies due to noise. Noise was reproducible with isometrics. The lead was capped and replaced. No adverse consequences were detected.